Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/17/2016, that on (B)(6) 2016, the receiver wsa not giving readings. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.